Event description:
It was reported a patient underwent an open-heart surgery on (B)(6) 2022 and a drain was used. During surgery, when closing the chest, the surgeon did not notice that the drain got caught accidentally. The wire was loosened again, and it was removed. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Were there any functionality issues in regards to the drain? No further information is available. Was drainage achieved accordingly? The wire was loosened, and the drain was removed. Was a new drain needed to be implanted through a second procedure? No further information is available. Was there any change in the patient¿s post-operative care due to the reported issue? No further information is available. No further information will be provided. The procedure was open-heart surgery. (Specific name is unknown.) A mediastinal drain was performed. The surgeon noticed that the drain had got caught before wound closure of the same surgery, then it was removed. Therefore, the procedure was completed by loosening the once tightened sternal wire. There was no prolongation of hospital stay, and the patient's condition was fine afterwards. No product is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.